Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor coupling. Patient reported that he did not get any instruction about charging the implant but he understood the more bars on the screen meant neurostimulator (ins) was charging. Patient stated he got 8 bars and 15 seconds later he got 2 bars. Patient stated he held the recharging antenna over his implant because he thought that should be sufficient to get the bars shaded. Troubleshooting was done over the phone. Patient services (ps) reviewed turning dial and putting pressure on antenna, reposition antenna and patient got 8 bars but it dropped to 2 bars. Patient stated he was meeting with his healthcare provider (hcp) and a manufacturer's representative. No ins pocket concerns were mentioned as possible reason for recharging issues. Troubleshooting resolved the reported issue. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had met with a manufacturer rep and were working on the problem. Patient provided their weight information. No further complications were reported/anticipated.